Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the troubleshooting was successfully completed; customer to discontinue use of device. Return is expected of device and set/reservoir.

Event description:
This case is for the (B)(6), 2021 incident. Please see (B)(4) for the (B)(6), 2021 incident, (B)(4) for the (B)(6), 2021 incident, and (B)(4) for the (B)(6), 2021 incident. Customer reported going low and blacking out four times and alleged over delivery. First incident was on (B)(6), 2021. She called her spouse at 10am and blacked out. Her husband got home at 12:30pm and gave her glucose tablets and orange juice. He then called emergency medical service. Blood glucose was 61mg/dl. She was soaking wet and unconscious and had slumped in chair. On (B)(6), 2021, in the afternoon/early evening, they were watching tv and her husband said she was laughing at everything (she does not recall this). He gave her glucose tablets and juice to get her back conscious. She set the temporary basal for 24 hours at 90% of basal rate and woke up on (B)(6), 2021 with blood glucose of 47mg/dl. She updated temporary basal to 80% of basal rate and on the evening of (B)(6), 2021, she went low again. They got blood glucose up to 149mg/dl with pizza and soup. On morning of (B)(6), 2021, blood glucose was 47mg/dl and she took glucose tablets, fruit, breakfast, and a drink. Her husband said she was going to the hospital around 6pm. In the ambulance around 7pm, they gave her intravenous glucose and glucagon and blood glucose was 131mg/dl. When they got to the the hospital, blood glucose was in the 60smg/dl. Hospital gave her orange juice and sandwich. Emergency medical technician had told her to suspend the pump. She was told to remove her pump completely on (B)(6), 2021. Customer said she has changed her diet and has not needed to bolus as much. Helpline advised that a change in diet can affect her insulin needs and her basal might be set too high with her diet changes. The insulin passed displacement test. The insulin pump was used at the time of the incident. Sensor was not used. Auto mode was not used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hospitalized due to low blood glucose levels on (B)(6) 2021. Customer woke up with blood glucose range of 40mg/dl and hospitalized, the next day customer woke up with the low blood level of 47 mg/dl, went up to 149 mg/dl and treated by eating food like pizza, soup, fruits and glucose tablets. Blood glucose was low in ambulance, treated with glucagon and blood glucose level got up to 131 mg/dl and sugar levels was down again in the hospital- 60 mg/dl and given sandwich. The current blood glucose level was 91 mg/dl. Customer had been using insulin pump within 48 hours of reported. The auto-mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.